Event description:
The user reported the blood gas monitor generated a "color chip failure" error message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.